Manufacturer narrative:
The device was received for evaluation. During evaluation, the first column of keys on the keypad was not functioning. A service history review revealed the current issue does appear as a repeat service event. During the last service cycle, the soft keys were found to be damaged and inoperable, therefore, the keypad was replaced. All required service actions were completed in the last service cycle. The cause was identified to be I/o board connector was damaged which requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned spectrum pump, the device had an inoperable first column of keys on the keypad. No additional information is available.